Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries. It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced pain, scarring, adhesions, urinary and bowel dysfunction, infection and/or inflammation, foreign body reaction, erosion, contraction, hardening, nerve and soft tissue damage and has undergone surgery.

Manufacturer narrative:
(B)(4). Date of initial report sent: 09/21/2012. Note: this report corresponds with report #(B)(4) for a "uretex". Device info: uretex sup urethral support system, cat # 485013. (B)(6).